Event description:
The event is reported as: during surgery, during closing of the clip, the insert of the applier was coming out from the handle. No reports of pt injury. Current condition of pt is fine.

Manufacturer narrative:
No sample will be returned to the MFR. The investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.